Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, facial artery was occluded (vascular occlusion), was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage of a body structure. The device history record could not be reviewed as the brand name was unknown and the lot number was not reported. Citation: kruize, rianne g. F.; teguh, david n. Md, phd; van hulst, robert a. Md, phd, dermatologic surgery: september 02, 2019 - volume publish ahead of print - issue - p, doi: 10.1097/dss.0000000000002109.

Event description:
This case was linked to MDR 3013840437-2020-00002, referring to the same literature article. This literature report from netherlands concerns a (B)(6)-year-old male patient. He was injected with crosslinked hyaluronic acid (ha) filler into the chin and nasolabial folds. Immediately after the hyaluronic acid injection, the patient experienced a reduced perfusion in the right half of the face at the medial cheek, nose and upper lip. Most likely, the facial artery was occluded. During the next four days, the patient was injected multiple times with hyaluronidase, as corrective treatment. He was also treated with amoxicillin/clavulanic acid, fusidic acid, valacyclovir, carbasalate calcium and received several types of analgesics. Six days after the initial filler injections, the patient's condition did not improve so he started a hyperbaric oxygen therapy (hbot) and the therapy was continued until the wounds recovered completely without any scarring. The patient was administered 10 sessions of hbot. At each session, he was administered 100% oxygen for a total of 80 minutes under increased pressure of 2.4 atmospheres absolute. Using an oronasal mask, 100% oxygen was delivered in four episodes of 20 minutes each. Each episode was interrupted by five minutes of regular air breathing. This resulted in a hyperbaric session lasting, in total, 110 minutes. During the first two days, the patient received this treatment twice daily and, during the next six days, only once a day. Due to provided information, the outcome of the event was considered as resolved. In the opinion of the author, an appropriate treatment for this complication was necessary because it can cause facial necrosis. Hyperbaric oxygen therapy should be considered in severe cases of skin necrosis. Clinical efficacy from hbot was mainly derived from modulation of intracellular transduction cascades, leading to synthesis of growth factors and promoting wound healing and ameliorating postischemic and postinflammatory injuries.